Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction..

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2022. Per clinical review of the continuous ECG recording, the device was started up at 08:20:03 on (B)(6) 2022. At 20:30:26 ECG shows sinus bradycardia @ 20 bpm with hb, pvcs, and motion artifact. At 20:30:29 bradycardia was detected. At approximately 20:42:48 the patient's rhythm was in vt @ 250 bpm with CPR/electrode lead fall off. The patient was seen in vt for approximately 8 seconds before CPR obstructed the view. The rhythm then degrades to asystole with one sinus beat with CPR/electrode lead fall off. CPR obscured the rhythm and prevented the lifevest from delivering treatment. At 20:59:24 asystole was detected. ECG shows idioventricular rhythm from 30-50 bpm degrading to asystole. At 21:09:11 on (B)(6) 2022, device was shutdown. Last seen rhythm was unknown due to CPR obstruction and electrode lead falloff. Reporting out of abundance of caution since it is unknown how long the patient was in vt.